Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large needle driver instrument was found to have bent jaws. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a detached carbide insert on one grip. The carbide insert was not returned, measuring roughly 0.19 x 0.07 in size. The mating grip surface exhibits full coverage of brazing material. The grips and other components surrounding the carbide insert do not exhibit damage that would have contributed to the detached insert. The complaint regarding the instrument jaws are bent was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.